Event description:
It was reported that an o-ring was on the pneumatic tap and cartridge o-ring was missing. The customer was able to remove the o-ring from the pump and successfully load a cartridge to resume insulin therapy. There was no reported adverse impact to the customer's blood glucose level.